Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that during an unk procedure, the clips were malformed and fell down. Another like device was used to complete the case. There was no pt consequence.